Event description:
Technical service in EU synthes service and repair, (B)(6), reported: torque limiter 1.5nm f/compact air drive: torque out of tolerance. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process.(B)(4)

Manufacturer narrative:
Service history was reviewed for this device and determined that there were no prior service reports. Service record evaluation: a pre-repair diagnostic assessment revealed that the torque was of tolerance due to normal wear on the device. The device was repaired. After service, the execution of the final inspection has been performed through regular functionality checks of the product.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is report is on an unknown torque limiter, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.